Manufacturer narrative:
This report is filed february 5, 2016. The device is currently unavailable.

Event description:
It was reported the patient developed a sore at the magnet site. A medical personal with cochlear assessed a photo of the sore and determined necrosis was present. The patient was advised to discontinue use of the device and seek medical attention from their health care provider.